Event description:
It was reported that there was a discussion pre-procedure regarding using a 26 mm or a 29 mmm valve, however due to tapering of the left ventricular outflow tract (lvot), a 26 mm valve was selected. The valve was deployed and moved aortic and was recaptured. The second valve deployment, the valve was too shallow on the non-coronary cusp (ncc) and was fully recaptured. The third deployment, the valve moved aortic after pulling back the guidewire at 80% deployment. The valve was fully recaptured. On the fourth deployment attempt, the valve moved aortic and was again recaptured. The valve was deployed a fifth and final time at a depth of 3 mm on the non-coronary cusp (ncc) and 5 mm on the left coronary cusp (lcc). Commissural alignment was obtained. A transthoracic echocardiogram (tte) revealed moderate paravalvular leak (pvl). A post-dilatation was performed with a 21mm non-medtronic balloon and a tte showed moderate pvl remained. Another post-dilation was performed with a 22 mm non-medtronic balloon and the pvl reduced to mild with a gradient of 6 mmhg.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012606125); product type: 0195-heart valves; product ID d-evolutfx-2329 (0012539483); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.